Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal compounded baclofen (concentration 375mcg/ml; dose 119.97mcg/day), dilaudid (concentration 25mg/ml; dose 7.998mg/day), and bupivacaine (concentration 22.5mg/ml; dose 7.198mg/day) via an implantable infusion pump. Lot numbers were unknown. Indication for use was chronic low back pain and spinal pain. The patient experienced a sudden onset of withdrawal in (B)(6) 2012. When the patient was due to get a larger pump, it took 4 months for the pump replacement to get authorized. The patient experienced withdrawal because the pump could not be replaced in time. The pump replacement was finally approved and the pump was replaced (B)(6) 2012. The situation was resolved. Additional information was requested regarding drug information, patient medical history, clarification on the inability to replace the pump in time, the cause of the inability to replace the pump in time, and diagnostics performed regarding the withdrawal. A supplemental report will be submitted if additional information is received.